Event description:
It was reported that during a coronary stenting treatment procedure a stent dislodgement occurred. The lesion was located in the moderately calcified and non-tortuous mid right coronary artery. The lesion was predilated with a maverick balloon. The physician then advanced the 5.0x20mm liberte bare stent to the lesion without any difficulty and had successfully crossed the previously placed stent in the ostium of the right coronary artery when x-ray dies. The physician then decided to remove the device. Upon removal the stent got caught on the struts of the previously placed stent and dislodged inside the pt. The physician successfully snared the stent, without any pt complications. Due to the x-ray going down, the patient was moved to another room where the producer was completed with a poba. The pt was kept in the hospital over the week-end. Pt status is reported as "fine".

Manufacturer narrative:
Device eval: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.